Manufacturer narrative:
The exact implant date is unknown, if received it will be provided. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. In or about five (5) years and three (3) months, the patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned, tilted, migrated, and caused injury and damages to the patient including, but not limited to, significant perforated of the ivc due to approximately 4 struts and possibly the tip of the filter. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt/migration and perforation could not be confirmed and the exact cause could not be determined. The timing and mechanism of the reported filter tilt is unknown. A clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is also a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter on or about (B)(6) 2007. In or about (B)(6) 2013, the patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned, tilted, migrated, and caused injury and damages to the patient including, but not limited to, significant perforated of the ivc due to approximately 4 struts and possibly the tip of the filter. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The medical records indicate that the patient was non-ambulatory with impending spinal surgery. The patient was at a high risk for deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed without any difficulty at the l3 level. The patient tolerated the procedure, was stable and in satisfactory condition post operatively. According to the patient profile form (ppf) there is a clot in the vena cava filter. The ppf indicated that it would be dangerous to attempt removal of the filter due to the patient's medical history. It was reported that a patient underwent placement of the optease vena cava filter. According to the information provided the filter subsequently tilted, migrated, and caused injury and damages to the patient including, but not limited to, significant perforated of the inferior vena cava (ivc) due to approximately four struts and possibly the tip of the filter. The information provided also indicates that there is thrombus in the filter and the patient experiences mental anguish related to the device. The indication for the filter was a non-ambulatory patient that was pending spinal surgery and was a high risk for deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed via the right common femoral vein without difficulty at the level of l3. Pre-implant vena cavagram revealed a satisfactory diameter of the ivc for filter placement. The procedure note indicated that the patient tolerated the procedure and was transferred out of the or in stable and satisfactory condition. Approximately five years later the patient underwent a computed tomography (CT) scan which revealed that the filter had malfunctioned, tilted, migrated, and perforated the inferior vena cava (ivc) due to approximately four struts and possibly the tip of the filter. The reason for the scan has not been provided. Additional information provided on the patient profile form (ppf) indicated that there is a clot in the vena cava filter. The ppf indicated that it would be dangerous to attempt removal of the filter due to the patient's medical history and that the patient continues to experience mental anguish. The ppf also indicates that the patient became aware of these issues approximately nine and a half years post implant. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) associated with lot r0807087 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. The timing and mechanism of the tilt, migration and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported, tilt, migration, perforation and thrombus within the device could not be confirmed or further clarified. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Please note that the follow up 1 MDR report submitted on 15-feb-2018 was submitted blank in error. This follow up 2 MDR report submitted contains the information corresponding to the aware date of 20-jan-2018.